Event description:
Subsequent to filing of the initial medwatch report additional information was received: the access site was the common femoral artery. The procedure was a definitive embolization. Hemostasis was achieved using a second proglide device.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the device broke during releasing in the patient. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.